Event description:
Discordant low electrolyte results were obtained on an advia 1800 instrument. The results were reported to the physicians. The trend was noticed by the customer and all the samples were rerun on another instrument in the same laboratory. Corrected results were reported to the physicians. There are no known reports of patient intervention or adverse health consequences due to the discordant electrolyte results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause of the discordant low electrolyte results was malfunction of the sample dilution probe. The fse replaced the sample dilution probe. The fse, proactively, replaced the electrodes and the ise stirrer motor.the instrument is performing within specifications. Further evaluation of the device is not required.